Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the pump did not powered on properly with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged intermittent power issue was not duplicated. Review of black box did not find any power-on-reset events. Battery compartment and cap were undamaged. Using the returned caps, the pump powered and functioned properly. Auditory and vibratory features were operational. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Removal of pump casing did not find any damages to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.